Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the trigger on the device moving parts did not move smoothly and was sticking. It was also noted that the motor was worn and the wiring / soldering had an electrical fault. The device also failed pretests for sticky triggers and function of device. The assignable root cause was determined to be due to wear from normal use and servicing. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device moving parts of the trigger did not move smoothly and the trigger was sticky. It was also noted that the device motor was worn and there was an electrical fault in the wiring/soldering. It was further determined that the device failed pretest for sticky triggers and function of device. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.